Manufacturer narrative:
More information is requested to analyze and evaluate the event. We have contacted the distributor, invacare, to obtain the information, such as the user, usage, road and product conditions. Whether it may have caused the patient's serious injury is still unknown.

Event description:
It was reported that the end user fell off the scooter while going up/down and incline/decline and sustained minor scrapes and bruising.